Manufacturer narrative:
For the lot # 200470300 of model # 305c the following analysis have been performed: documental review: batch history record has been examined and no deviation have been found linked the reported issue sterilization process review: all documentation related to sterilization process of swabs has been examined and no anomalies linked to the reported issue have been detected. Retains inspections: visual inspection and mechanical tests were performed on copan's retains considering the swab included into the claimed finished product according to the internal operative procedure. The tests didn't show anomalies: the sticks appeared intact and resistant; no breakages signals have been found. The analysis of historical data didn't show other complaints of the same type associated to the lot # 200470300 which was sold to several customers. Considering the bhr review and the tests performed on retains, the internal investigation could not confirm any malfunction or defect in the device lot associated with this incident. An analysis of the incidence of the problem (swab breakage during collection) has been performed from 2016 up to (B)(6) 2020. Considering the complaints received and the volume of pieces sold worldwide for all the product codes having the same swab geometry, the failure incidence is (B)(4). Considering that to our knowledge no event has led to serious medical consequences so far in similar circumstances (breakage of the swab during collection), that the failure rate is very low, that the swab breakage has been already evaluated in the risk analysis of the product, no further action is planned at this time. Copan will continue to monitor products for similar events.

Event description:
The event occured in (B)(6). On may 27th, 2020 copan received an email from the local distributor informing that "we've just received a complaint that the shaft of the swab broke while collecting the sample. It occurred while collecting a person suspected of corona infection at the ER of (B)(6) hospital. It broke about 4cm from the flocked tip, and it remained in the nasal cavity and was taken out with a microscope. The claimed catalogue was # a305cs1, lot # 2003521. The item was a component of utm kit catalogue # 305c, lot # 200470300. On may 29th, 2020 copan submitted to local distributor a pmdr questionnaire useful to acquire more information and details about the event and patient conditions. The filled questionnaire was received on june 9th, 2020 with the following information: a swab was inserted from the right nasal cavity, and after confirming that it hit the nasopharynx, after turning the swab several times and pulling out the swab, and the tip 5 cm was broken. The swab tip remaining in the nasal cavity was removed with a microscope by a trainee doctor. Blood adhered to the drawn swab, but it is unknown whether the cause was due to sample collection or damage. Nose bleeding stopped spontaneously. A vertification of airways was done and they are not blocked. The insertion of the swab was easy, not find any obstacles. No shaping of the swab was done before the collection. The swab was passed into nostril 1 time. The swab, before use, didn't show signs of damage. The patient was not hospitalized following this event.